Event description:
Caller alleged discrepant inratio results. Results as follows: inratiodate inratio re-test alt poc #1 alt poc #2(B)(6)( 2.2 2.3 1.4 1.7 all tests were performed within 1 hour. Two different alternate poc instruments were used.therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.